Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had alarmed for power loss. The blood glucose reading was 186 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display due to vertical cracks on the lcd controller. Unable to verify the power loss alarm due to a flashing white light. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and a missing display window cover.